Event description:
Complainant alleged that during a routine shift check, a clinician attempting a 200j self test pressed charge button and received an error message "code 44" on the display screen. The complainant indicated that there was no pt involvement in the reported failure.